Manufacturer narrative:
Corneal infiltrates, pain, blurred vision, infection, bacterial, abscess, neovascularization.

Event description:
On (B)(6) 2015 the (B)(6) affiliate received an e-mail reporting a medical event from an eye care professional (ecp) who reports that a patient (pt) experienced corneal infiltrate while wearing acuvue 2 define brand contact lens (cl). The ecp stated this event was caused by poor patient compliance. On (B)(6) 2015 the affiliate advised that an e-mail with additional medical information from the ecp had been received. The additional information is reported as follows: the pt slept in acuvue 2 define lens, and developed pain od the next morning. The pt had increasing pain and blurred vision od afterward. The pt came to the emergency department for outpatient treatment. ¿ it is advised that the pt has used each cl for more than two weeks and slept in cl since before. The ecp noted parenchymal cell infiltration on the whole cornea od, corneal abscess (small round abscess), and vascularization to the corneal abscess. The ecp performed scraping of the corneal abscess and bacteria culture test. No bacteria were detected and the results of the test were negative. The pt was suspected to have corneal infection caused by pseudomonas aeruginosa or non-fermenting gram-negative rod. The pt was treated and improved with antibacterial drip infusion (for three days), eye drops and eye ointment. The treatment was completed six days after the initial visit. The pt fully recovered from the abscess, and the mild scar and the vascularization are remaining.¿ on (B)(6) 2015 the affiliate contacted the ecp for additional information. The ecp refused to provide any additional information. No additional information is expected. The event of the date is unknown. The lot number and product availability for return for evaluation is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.